Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was successfully placed on the leaflets. When the clip was deployed, a single leaflet detachment (slda) occurred and the clip was no longer attached to the posterior leaflet. An additional mitraclip was selected and implanted successfully to stabilize the clip. The final mr was grade 1-2. There were no adverse patient sequela or clinically significant delays reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.